Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their ins replaced due to normal battery depletion and pain. Patient further reported they had been experiencing pain for at least a year and that the implant was possibly nerve related or touching a nerve. No further complications were reported or anticipated.